Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances were found.

Event description:
Additionally, healthcare professional reported 0.1ml was injected into the right cheek. Symptoms occurred the day of injection; patient was treated with hyaluronidase the day after. Symptoms resolved shortly after treatment.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with juvéderm¿ voluma¿ and experienced a "vascular adverse event" at the injection site.